Manufacturer narrative:
An investigation into the reported event has been initiated under (B)(4). Once the investigation has been completed, a follow up report will be submitted with the investigation results and any actions taken by the manufacturer.

Event description:
It was reported on an unknown time, the device's comb looked bent up. The carrier was not ratcheting through properly. There was no note of patient impact or delay. Due diligence is completed; no further information is available.